Manufacturer narrative:
Manufacturer¿s ref. (B)(4) information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9477852. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure targeting an aneurysm on the right internal carotid artery (ica) posterior communicating segment, the 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 9477852) was impeded in the middle section of the concomitant headway® 21 microcatheter (terumo neuro) and could not be advanced further. The physician removed the stent and the microcatheter from the patient and replaced the stent with a 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212) and another headway 21 microcatheter to complete the procedure, which was prolonged by approximately 10 minutes. There was no negative impact to the patient. On 04-jun-2025, additional information was received. The information confirmed the procedure was targeting an aneurysm on the right internal carotid artery / posterior communicating segment. The concomitant microcatheter was a headway 21 microcatheter. An adequate continuous flush was maintained through the microcatheter. During the advancement of the stent, there was resistance in the middle section of the microcatheter. The information indicated that when the stent was removed, it was stuck inside the microcatheter, and it could not be seen whether the stent was still on the delivery wire or not; whether the stent / stent delivery system was damaged could not be discerned as the stent was stuck inside the concomitant microcatheter. The replacement stent was confirmed to be a 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212), and the replacement microcatheter was another headway 21 microcatheter. The information confirmed there was no negative patient impact. The physician did not consider the reported 10-minute procedure extension to be clinically significant.